Event description:
Healthcare professional reported a deflation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified. ¿ deflation: not observed, it cannot be seen according to the condition of the photograph. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.